Manufacturer narrative:
Information provided by the user facility, stated that a previous incident involving a broken luer had occurred approximately 3 weeks prior reported as 1057300-2017-00005. There was no harm or injury to the patient in either incidents.

Event description:
The luer tip of a flush syringe allegedly broke when disconnecting from a fistula needle, staying lodged in the hub.